Manufacturer narrative:
Upon follow up, it was reported that the patient experienced cloudy fluid. On the same day as the event onset, the patient was hospitalized for the events. The patient was treated with heparin injection (1000u, discontinued, route, frequency not reported) for cloudy fluid. On an unreported date, antibiotic therapy was discontinued. On an unknown date, the patient was discharged from the hospital. The patient was recovered from the events. It was reported the patient was retrained on proper aseptic technique. On an unknown date, pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was transferred to hemodialysis (twice a week). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as an unsterile procedure. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g once in every three days, route and duration were not reported) and intraperitoneal fortum injection (250mg, each bag, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.